Event description:
Caller reported that there was an issue with a continuous glucose monitor (cgm) showing an error. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on how to reset the pump, and after completing the reset, the cgm error did not appear again. The caller successfully initiated a new sensor session.